Event description:
Contact reported that the tip of the screwdriver was broken off during use. The broken tip still remains inside the setscrew of the implant. The implant was left in the body. There were no adverse consequences to the patient as a result of this situation. As an unintended portion of the device was left in the body an MDR has been filed to document this device.

Manufacturer narrative:
Device has not yet been returned for evaluation. Events of this nature are typically caused by the application of a typical force on the device.